Event description:
A surgeon was performing left heart catheterization with possible intervention. Lesion noted in first obtuse marginal branch. Stent inserted into first obtuse marginal branch, but wire "inadvertently pulled back" prior to stent deployment, per md report. When physician stepped back on live fluoro, stent had come off delivery balloon. Md able to use balloon to drag stent back into patients right arm (radial artery). Physician used snare to grab balloon and was able to pull back down to right forearm where stent now remains. Patient with good oxygen saturation (spo2) pleth noted to right hand at end of case. Per md, adequate ulnar flow. Patient denies pain or numbness/tingling at case end and hand warm with good coloration. Stent was left in patient.